Event description:
It was reported that there was difficulty removing the guidewire through the needle. It was further stated that the guidewire remained inside the pt doing a loop. It was removed with vascular radiology. It was noted by the customer that the pt was fine; there were no problems due to the incident.

Manufacturer narrative:
Device not returned.